Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and sacrospinous ligament fixation. The patient experienced chronic pelvic and vaginal area pain, chronic pain with sitting and standing, mesh erosion, pungent vaginal odor and discharge. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and uphold were used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was also reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence and dyspareunia. It was reported that patient underwent a vaginal mesh exposure repair on (B)(6) 2011 due to vaginal mesh exposure. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that patient underwent concurrent bilateral salpingo-oophorectomy and cystoscopy procedures.it was reported that patient underwent excision of mesh on (B)(6) 2014 by dr. (B)(6) at (B)(6).

Event description:
It was reported that patient underwent concurrent bilateral salpingo-oophorectomy and cystoscopy procedures. It was reported that patient underwent excision of mesh on (B)(6) 2014 by dr. (B)(6) at (B)(6).